Manufacturer narrative:
H11 - additional MFR narrative ¿ the device is not available for evaluation so please remove ¿the device has been received for evaluation, however, investigation is not yet complete.¿ and replace with the following: the device is not available for evaluation, however, a device history review should be performed.

Event description:
The event involved a chemo lock where the customer reported that while the device was being prepared in cyto-pharmacy, a spill occurred. Many connectors were used in one batch and an audible click was not present in about 20 connectors; pharmacy proceeded with the procedure and then the spill occurred. The customer stated that the cytotoxic spill was as a result of transfer device failure. The chemo lock (closed system transfer device) failed to screw on the syringe properly, and the cytotoxic drug was not delivered through into the bag, but instead sprayed onto work surface as well as the technician. The spill was cleaned up; the technician removed contaminated gown and washed the area with soap and water. The technician then changed into a new pair of scrubs and then washed down the cabinet to remove any further contamination. There was no patient involvement, and no one was harm as a result of the reported event.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.